Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up it was reported the patient had taken an unspecified constipation medication which caused turbid drainage. It was reported the patient did not have peritonitis; therefore, the disposable devices are no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent and stomachache. The cause of and the treatment for the event were not reported. It was reported that the patient was not hospitalized for this event. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.